Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right atrial lead exhibited noise and a sensing anomaly. The physician decreased the atrial sensitivity. The lead remained implanted.